Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the device was interrogated and revealed to be in backup mode. Technical support was contacted and the device was able to be restored from backup mode. The suspected cause of the event was electromagnetic interference (emi) due to electrocautery. The patient was stable.